Event description:
The customer reported that their personal diabetes manager (pdm) gave them a bolus of 10 units whilst they were driving their car to the grocery store. The pdm was in their purse at the time. The patient realized when they arrived at the grocery store and checked their history. The patient experienced hypoglycemia with bg levels reported under 3 mmol/l (54 mg/dl).

Manufacturer narrative:
The case description states that the user received a 10 unit uncommanded bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log file confirms delivery of the 10 unit bolus. It shows that the confirm bolus button was pressed. It also shows that a blood glucose (bg) of 18.1 mmol/l was loaded from the continuous glucose monitor (cgm) using the use cgm button. Boluses available in the engineering logs were inspected and no evidence of an uncommanded bolus was observed there as well. Evidence of interaction with the controller was observed to program and deliver the bolus. No evidence of an uncommanded bolus was observed.